Manufacturer narrative:
A voluntary medwatch report was received under mw5107885. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation, therefore no visual inspection, functional testing and dimensional testing is applicable. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. During manufacturing mitigation difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in frame damage has previously been documented in a product risk assessment. Although the esheath plus was used in this case, the product risk assessment remains applicable as there are no significant changes related to the sheath shaft. In addition, review of work order revealed that the manufacturing mitigations/controls for the s3 ultra valve remains the same regardless of esheath or esheath plus configuration. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The complaint frame damage was confirmed from the imagery provided. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As reported, 'during a tf tavr case, upon the valve exiting the esheath in the descending aorta, it was observed that a strut of the sapien 3 ultra frame was bent backwards' as well as 'the physician stated that the loader cap was inserted completely and there was very little resistance through the sheath.' However, it was clarified via additional information received by the fcs that there was significantly more force needed to advance the valve through the sheath. Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification." Based on the provided imagery (3mensio), the patient's access vessels revealed evidence of tortuosity. The presence of tortuosity could create a challenging pathway during delivery system insertion through the sheath and lead to resistance and high push force. Accordingly, if the device was excessively manipulated to overcome the felt resistance it could result in the bent valve strut. As such, a manufacturing non-conformance was unable to be determined. However, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. A product risk assessment had previously been initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities. These patients and/or procedural condition, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. Corrective action and preventive action have been identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified.

Manufacturer narrative:
Investigation still ongoing.

Event description:
During a transfemoral(tf) tavr case, upon the valve exiting the esheath in the descending aorta, it was observed that a strut of the sapien 3 ultra frame was bent backwards. The operator stated that the loader cap was inserted completely and there was very little resistance through the sheath. The team decided to remove the delivery system, sheath and valve as a unit and place a new 14f esheath plus. A new valve and delivery system were prepared, and the procedure was completed without issue. No patient complications were reported. Patient demographics unable to be obtained at this time.